Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that it was possible to discern the display content, but the screen was confirmed to be dark. The se noted that the issue was caused by degradation on the lcd (liquid crystal display), and the user interface (ui) assembly needed to be replaced. The customer declined service and repair, and the device was returned to the customer without repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim/dark display. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).